Manufacturer narrative:
It was reported that the patient was planned to a 54 cup and 36 head (group d liner). However, a group e liner was in box 1. The case was completed successfully with a correct liner from box 2. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient was planned to a 54 cup and 36 head (group d liner). However, a group e liner was in box 1. The case was completed successfully with a correct liner from box 2.